Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-65 lead, (B)(6) 2011; 4396-88 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed high impedance and there may be a lead fracture. It was also reported that there was "excessive" amounts of atrial event oversensing, recording hundreds of false events. The lead was programmed off. No patient complications have been reported as a result of this event.